Event description:
It was reported that during use in the sfa, the recanalization catheter kinked. Another catheter was used to complete the procedure. There was no pt injury reported .

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The crosser catheter was returned for eval and bunching of the outer catheter was noted 0.6cm and 3.8cm from the distal tip. A fracture in the core wire was observed 3.8cm. The core wire was not perforating the outer catheter and was completely contained inside the catheter. The core wire was protruding 0.6cm past the distal tip. The distal tip was still attached to the outer catheter. The outer catheter was stripped at the location of the core wire fracture. The edges of the fracture appeared to be jagged, indicating that it was not a clean break. Functional testing could not be performed. The investigation is confirmed for a core wire fracture, as the core was fractured within the catheter. The definitive root cause could not be determined based upon the available info. It is unk whether procedural issues contributed to the event. The current IFU (current instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.